Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/ and no delivery test. No motor error alarm noted. The motor passed the motor test. The insulin pump had intermittent button response due to moisture damage keypad traces. The insulin pump was received with cracked display window corner, and scratched lcdwindow. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and motor error alarm. The blood glucose at the time of the incident was 162 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.